Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The patient reported that the device was programmed off after observing the high impedance reading. Surgery has still not occurred to date.

Event description:
It was reported that device diagnostics resulted in high impedance reading (dc dc code 7). The physician indicated that no trauma or manipulation had occurred that could have caused or contributed to the high impedance. The physician indicated that the patient would be sent for x-rays. X-rays have not been received by device manufacturer for review. The patient had recently undergone generator replacement surgery on (B)(6) 2013. It is unknown if the device was programmed off after observing the high impedance. It was later reported that the surgeon will not agree to do a lead revision or replacement unless the patient is able to pay cash since her insurance does not cover the procedure.

Event description:
The explanted products were discarded by the hospital. Therefore, analysis cannot be performed.

Event description:
It was reported that the patient was seen by another surgeon since the previous surgeon did not plan on revising the vns system. It was reported that the patient underwent generator and lead replacement on (B)(6) 2013. The explanted devices have not been received for analysis to date.

Event description:
It was later reported by the patient's psychiatrist that the patient's whole shoulder on the left side was tense. The physician reported that this was the first time this was seen and believed it may be due to the high impedance observed. There was no recent trauma that could lead to a lead break. The psychiatrist programmed the vns off as a result of the high impedance. No new relevant surgery is known to have occurred to date.

Event description:
It was later reported by the patient's psychiatrist that it was believed that the surgeon did not replace any products at the previously reported replacement surgery. It was stated that the physician cleaned the unit off and put it back into the pocket. No additional relevant information has been received to date.

Event description:
Operative notes for the suspect surgery at which it was unknown if a replacement occurred were received by the manufacturer. It was indicated that the there was no obvious physical disruption of the system observed during surgery. The vns lead pin was removed, cleaned and reinserted into the generator. The set-screw was tightened. The generator was placed back into the pocket. Intraoperative testing revealed that diagnostics were within normal limits with a dcdc code of 2. A second test produced the same results. The vns was programmed on to 0.25 ma and 30 seconds on time and testing was performed again. The diagnostics were within normal limits. The patient's head was rotated from the right to neutral position and then to the left position, with diagnostic testing being performed at each step. The impedance was within normal limits with either a dcdc code of 2 or 3. The vns was programmed off at the time and the patient was closed. No replacement occurred.

Event description:
The patient underwent full vns replacement surgery due to high impedance. The explanted products have not been received by the manufacturer to date.

Event description:
The explanted products were received by the manufacturer. Generator product analysis was completed. The generator was placed in a simulated body temperature environment and the output signal was monitored for more than 24 hours. No signs of variation in the output signal were observed. The diagnostics were as expected for the programmed parameters. The device performed according to functional specifications. No abnormal performance or other adverse conditions were found with the generator. The vns lead is pending product analysis.

Event description:
Lead product analysis was completed. The allegation of fractured leads was not confirmed in the product analysis, or pa, lab. A large portion of the lead assembly, including the electrodes, was not returned and, therefore, evaluation could not be made as to that portion of the lead. The condition of the returned portion was consistent with those typically following explant. A set of set-screw marks were observed at the end of the lead connector pin, indicating that, at one point, the lead was not fully inserted into the generator. Additional set-screw marks were noted and provided evidence that a good mechanical and electrical connection existed at one point. All continuity checks of the return lead portions passed. No other obvious anomalies were noted on the returned lead portion.